Event description:
It was reported that during the procedure in the proximal right coronary artery, an attempt was made to advance a 2.5x15 rx xience prime stent delivery system (sds) over a non-abbott guide wire. The sds met resistance and stopped approximately 1 cm on the guide wire outside of the anatomy. An attempt was made to remove the sds from the guide wire and resistance was met followed by separation of the proximal shaft of the sds outside of the anatomy. The separated segments were withdrawn from the guide wire. Maintaining guide wire access using the same guide wire, a non-abbott stent was successfully deployed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: miracle 6. Guide cath: launcher. Sheath: terumo. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product deficiency.